Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. A large piece of dried viscoelastic is observed on the posterior side of the optic. This may be interpreted as the reported complaint of whitish foreign material on the lens. The reported foreign material was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. A large piece of dried viscoelastic is observed on the posterior side of the optic. This may be interpreted as the reported complaint of whitish foreign material on the lens. Due to the presence of said surgical solution and the condition of the returned sample, the presence of the whitish foreign material (dried viscoelastic) is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, white was seen on the optic. Additional information has been requested.